Event description:
Egd scope tested prior to patient entering room. Suction working, but insufflation was not working (no bubbles seen when tested). Charge nurse called to help troubleshoot. Charge nurse notified circulator that insufflation working and patient was brought back to operating room. During procedure insufflation not working. Delay of care due to malfunctioning olympus tower; new tower brought to unit and used to finish case. Tower model number wm-pp1.